Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The hp stated, he connected the patient line extension after the machine primed. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and instructed the hp to cycle power to clear the alarm. The tsr advised the hp to restart with new supplies and notify the peritoneal dialysis nurse. There was no patient injury or medical intervention reported. The tsr reviewed proper procedures per the user manual with the hp. No further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be use error due to air being sucked into the disposable because the patient extension line was connected after priming was complete. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown. Should any additional information become available, a follow-up report will be submitted.